Manufacturer narrative:
(B)(4). This complaint for an inadequate iodine was not confirmed in the lab. The results of a batch review revealed no defects during the manufacturing process. A root cause was not identified due to insufficient information renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known; however, a companion sample will be returned for evaluation. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
Product surveillance (ps) received an email on (B)(6) 2011 regarding minicaps that were dry, with no iodine in them. The patient went to the store and bought some betadine and added it to the minicaps. Product surveillance spoke with the patient's wife who explained that it looked as though the sponge had iodine until it had dried. The lot information was not known. The patient's wife was able to provide unused and unopened companion samples for evaluation. The patient's wife explained the patient put the betadine into the caps before he used them, and that they were stored in a cabinet where the temperature never exceeded 68 degrees. No injury or medical intervention was reported.